Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient had an allergic reaction to the adhesive patch which resulted in irritated and itchy skin. Patient claimed that this has happened on previous sensors. Patient is using tegaderm as a barrier between skin and sensor and irritation is also under the tegaderm. Patient went to his doctor for other issues on (B)(6) 2014 and told the doctor about the irritation. The doctor recommended using a barrier wipe on his next insertion